Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the pen needles would not attach properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 6 pen needles that would not stay on her pen when removing outer cover.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the pen needles would not attach properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 6 pen needles that would not stay on her pen when removing outer cover.